Event description:
Technician alleged brakes would lock and hold, but if bed is pushed from the side, wheel would swivel.

Manufacturer narrative:
Technician replaced head casters to resolve. No reported injuries.